Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, there was contamination in the battery well and inside the lcd. The cause for the failure was isolated to the contaminated battery well and lcd. The root cause for the contamination was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power on.